Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical corporation has received.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has indicated that the device will no be returned to zoll for evaluation.